Event description:
An unspecified reading problem with the abbott diabetes care (adc) device was reported. The customer experienced unspecified symptoms of hypoglycemia and self-treated with glucose as a corrective measure. Additional details regarding the hypoglycemic event, including symptoms and glucose level (sensor or blood glucose), were not obtained as the call ended before further information could be collected. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.